Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse identified a defective buffer valve. The valve was replaced. No further issues have been reported. (B)(4). Associated MDR 9612296-2015-00079.

Event description:
The customer reported the au5800 chemistry analyzer generated falsely high sodium (na), potassium (k), and chloride (cl) results for patient samples over two days. This MDR reports the event that occurred (B)(6) ,2015; please refer to 9612296-2015-00079 for the event that occurred on (B)(6) 2015. On (B)(6) 2015; one patient sample was identified with high na, high k, and cl erroneous results. The patient sample was repeated on the same au5800 and normal results were obtained. No erroneous result was reported out of the lab for this event. There was no report of death or serious injury associated with this event. Quality control (qc) results were acceptable and within facility generated ranges.